Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was unable to charge using the tandem-provided usb cable. There was no reported adverse impact to the customer¿s blood glucose level. Reportedly, the customer was able to charge the pump successfully by using an alternate usb cable.